Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports no factors were identified that could have caused/contributed to the high impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative (rep) via a patient (pt) regarding an implantable neurostimulator (ins). The rep said that for about 8 months the pt had been seeing settings not available when trying to increase intensities on group a. Rep said that the pt was sent a new remote to try to mitigate the issue, but even with the new remote was still coming up with the message. Rep also interrogated the pt's battery and increased the intensity using tablet, but when they exited the session and used the remote, it had updated to the new intensities but it was still not allowing the patient to increase intensity. Rep did run impedances and there was only one electrode that had an impedance on it (40,000 ohms), electrode #12 which was being used in the affected group. The caller removed #12 from programming and then pt was able to increase stimulation using their controller. Issue resolved.